Event description:
It was reported that at implant, the right ventricular lead was implanted but had poor measurements. The physician attempted to reposition the lead but the helix would not retract. It was further reported that the left ventricular lead was inserted into the coronary sinus but the physician was unable to get the lead in a stable position. The leads were not implanted and other leads were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found that the distal conductor was distorted and had a fracture (overstress). There was blood/body fluid on the outer tubing overlay and it was breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and that the distal conductor had been over-retracted and fractured in the connector. (B)(4). The full lead was returned and analysis found no anomalies. However, all conductors and the distal conductor had blood/body fluid (not obstructed).